Manufacturer narrative:
The reported event was confirmed to be use related as the user inflated the catheter balloon with saline water instead of sterile water. The root cause of this failure is ¿user violation of standard practice". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed to be use related. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities." The device was not returned.

Event description:
It was reported that the foley catheter was inserted into a fistula and saline was inflated in the balloon, prior to surgery. The surgeon attempted to deflate the balloon but was not able to do it. The catheter had to be cut to deflate so that it could be removed.

Event description:
It was reported that the foley catheter was inserted into a fistula and saline was inflated in the balloon, prior to surgery. The surgeon attempted to deflate the balloon but was not able to do it. The catheter had to be cut to deflate so that it could be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.